Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl and customer lost consciousness. Customer's spouse administered a glucagon injection to address low bg. Customer received food via feeding tube and counting carbohydrates was difficult. Customer reported low bg was due to having delivered too large of a correction bolus and customer was also insulin sensitive.